Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02147. It was reported the pt was unable to turn on her stimulation. Diagnostic testing showed invalid impedance readings on multiple lead contact. The pt reported the issue began after she fell in her bathroom and hit her ipg on the side of her bathtub. Follow-up indicated x-rays were inconclusive and the invalid impedance issues persist. It was reported the pt was referred to a neurosurgeon and surgical intervention will likely be undertaken to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.